Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced lower abdominal pain, painful urination, suprapubic pain, incontinence, urinary tract infections, anterior vaginal pain, dyspareunia, leaking of urine, pain when sitting and mesh extrusion. An excision of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.